Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient experienced issues with contrast, poor vision and was not able to tolerate the iol. The iol was exchanged for a different model iol approximately 6 months after the initial implantation procedure. Additional information has been request.